Event description:
Reporter indicated a vns patient may have a short circuit condition of the vns lead. The vns was disabled. The dcdc code is currently 0, but was higher in the past. No trauma or device manipulation occurred. The plan of care is possible lead revision surgery, but not surgery date has been set. X-rays of the patient's vns have been requested but have not been received to date.

Manufacturer narrative:
Conclusions: device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated the patient has decided to not pursue vns revision surgery at this time. The vns remains disabled.

Event description:
It was reported that the patient is planned for replacement. Surgery is likely but has not occurred to date.